Event description:
Event: hcp reported that patient (B)(6) after breast implant surgery, she had persistent poor healing of the radiated breast. She previously experienced prolonged drainage after prior procedures, describing both as difficult experiences. Patient continues to experience arthralgias, particularly in her hands and knees, which worsen when letrozole and kisqali are taken concurrently. Prescriber contact information: (B)(6).